Event description:
A home pt's (hp) nurse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report, nurse stated that the hp had disconnected their transfer set from the pt line of the homechoice set during a dwell and received the 2240 alarm immediately after reconnecting to the setup. Baxter's technical service center assisted the hp's nurse in ending therapy early. No pt injury was indicated at the time of the initial report.